Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements. Boston scientific technical services (ts) discussed notification settings for shock impedance measurements through remote patient monitoring. No adverse patient effects were reported.